Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted dried blood/body fluid within the lead lumen, in the area of the terminal pin. Foreign material, likely an accumulation of blood/body fluid and polymer coatings separated from the lead and the guide wire due to the interaction of the wire within the lumen, was found. Laboratory analysis confirmed the obstruction in the lead lumen.

Event description:
Boston scientific received information that during the implant procedure, this left ventricular (lv) lead was attempted to be implanted. The lead was repositioned many times, until finally when inserting the guide wire too much resistance was observed. A new lead was implanted successfully. No adverse patient effects were reported.